Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-00747. It was reported that the leads had twisted around the ipg. In turn, x-rays confirmed one of the lead ends had pulled out of the ipg. As a result, the system was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.